Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the impactor could not be removed from the stem. An alternate impactor was used.

Manufacturer narrative:
This report is being amended to reflect changes in sections g4, g7, h2, h3, h6, and h10. The stem impactor and the stem were returned for review. Visual inspection confirms that the stem impactor is stuck to the implant insertion slot located on the stem shoulder and cannot be disengaged. It has been noted that there are some scratches on the surface of the stem impactor and also impaction marks on the strike plate. Review of the device history records did not find any deviations or anomalies. The frequency of use of the device is unknown. These devices are used for treatment. Product history search revealed no additional complaints against the related part and lot combinations. Per the instrument/provisional use, care, and sterilization package insert, "if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement". A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
The stem impactor and the stem were returned for review. Visual inspection confirms that the stem impactor is stuck to the implant insertion slot located on the stem shoulder and cannot be disengaged. It has been noted that there are some scratches on the surface of the stem impactor and also impaction marks on the strike plate. Review of the device history records did not find any deviations or anomalies. The frequency of use of the device is unknown. These devices are used for treatment. Product history search revealed no additional complaints against the related part and lot combinations. Per the instrument/provisional use, care, and sterilization package insert, "if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement". A definite root cause cannot be determined with the information provided.